Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Section d4: lot number, expiration date, UDI details are not provided. Section h4: manufacturing date was not provided. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.